Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, harm reported with no reported allegation of a device malfunction, and sensor glucose vs. Blood glucose. The customer reported hypoglycemia treated with ems/ambulance/ER visit, hospitalization: overnight stay. The event involved product(s) mmt-441a, mmt-342, mmt-1884, mmt-7040a. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer is reporting a discrepancy between sg and bg which is not within range. The customer took medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. No product return is required for mmt-441a. No product return is required for mmt-342. No product return is required for mmt-1884. No product return is required for mmt-7040a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported having sensor glucose versus blood glucose issue. Customer used a medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide) that would falsely raise sensor glucose readings. Customer had low blood glucose and the paramedics took him to the emergency room on (B)(6) 2024 for a blood glucose of 20mg/dl. Customer also used sugar water to treat the low. Customer alleged the sensor glucose versus blood glucose issue caused him to overdose and go low. Troubleshooting was done. Smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.